Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements upon connection of the lead to the device at implant. High pacing thresholds were also observed. The physician elected to complete the procedure without further action. Approximately 5 months later a revision procedure was performed wherein the rv lead was surgically abandoned and replaced. No adverse patient effects were reported. This device remains in service.